Manufacturer narrative:
The manufacturer received information error massage giving check power, plug port where the plug and the port where the plug is connected on the machine is melted at unit. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found air inlet filter was missing. The manufacturer inspected the device internally and observed the air inlet filter was missing and unknown greyish contamination on the front panel. Potential tiny hair-like particles on the front panel, rear panel and top enclosure. A blackish dust-like contamination inside the interior side of the rear panel, top enclosure, and bottom enclosure. Dried liquid spot was observed the bottom of the blower motor and base of the blower. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device, likely from an external source. Section d, g and h have been updated accordingly.

Event description:
The manufacturer received information error massage giving check power, plug port where the plug and the port where the plug is connected on the machine is melted at unit. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.